Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of an inflammatory descending thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tgt3115/7909027, tgt3410/7357119). The aneurysm diameter measured 81 mm. The tgt3115 tag device was deployed at the intended position with no reported issues. An angiography showed a proximal type I endoleak; therefore the tgt3410 tag device was then deployed to extend the proximal neck, and the endoleak was resolved. No further issues were reported, and the patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. The diameter of the aneurysm at the discharge measured 42 mm. On (B)(6) 2010, the patient presented with hematemesis. An endoscopy was performed and observed the devices at level of the esophagus, suspecting that the patient developed aortoesophageal fistula. It was reported that the cause of the fistula was unknown. On (B)(6) 2010, the patient underwent a surgical procedure to repair the fistula, whereby part of the descending thoracic aorta and the gore tag thoracic endoprostheses were explanted. A surgical drain was inserted into the esophagus for drainage, and a bypass surgery was performed. However, infection could not be controlled sufficiently, and bleeding continued from the surgical excision end of the descending thoracic aorta. On (B)(6) 2010, another surgical procedure was performed and part of the descending thoracic aorta was removed. On (B)(6) 2010, another surgical procedure was performed and the descending thoracic aorta was removed down to level of the superior mesenteric artery (sma). A bypass surgery was also performed to the celiac artery and sma. However, infection could not be controlled sufficiently. On an unknown date, the patient developed sepsis. On (B)(6) 2011, the patient expired due to sepsis. No further information is available.

Manufacturer narrative:
A review of the sterilization records for the devices verified that the lots met all pre-release specifications.

Manufacturer narrative:
Devices explanted on (B)(6) 2010.